Event description:
Reporter called in notify the FDA that his last four 15-day dexcom g7 sensors have malfunctioned which include not lasting for 15 day or not even 10 days most of the time, and that they provide inaccurate readings such that, delivery of his insulin is inaccurate. He has attempted numerous times to call dexcom for assistance and is told that "they will escalate his situation to the back office" but never gets any return call or feedback. When he calls again to follow up on his previous calls, the establishment tells him that they have no record of him calling about his sensor problems. He started using the 15-day sensors in (B)(6) 2025 and has had continuous problems throughout their use. Reporter is asking for assistance to have dexcom improve their product as they are a danger to the public. Ref: mw5189874, mw5189875, mw5189877.